Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: arocho-quinones, elsa v., pahapill, peter a. Bundle approach to minimizing infection rates after neurosurgical implants for neuromodulation: a single surgeon experience. Neuromodulation. 2018. Doi: 10.1111/ner.12774 please note that this date is based off the date of publication as the actual event date was not provided. It was not possible to match this event with any previously reported event. Per FDA draft guidance (B)(6) 2013 these events are reported on one MDR due to no patient identifier. Continuation of medical devices: product ID neu_unknown_pump, product type pump. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_pump. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Summary: in this study, the effectiveness of an infection prevention bundle (ipb) was monitored in relation to neuromodulation implant, replacement, and revision surgeries. Subjects were divided into pre-ipb and post-ipb groups and infection rates were calculated. Reported events: event 1: a total of 30 infections involving intrathecal pump cases. 5 infections were associated with new implants among the cohort that underwent surgery pre-ipb, and 8 infections were associated with replacements that occurred pre-ipb. 9 infections were associated with new implants that occurred post-ipb, and 8 infections were associated with replacements that occurred post-ipb. Event 2: a total of 39 unspecified revisions occurred which were considered non-infectious.